Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as low; cause was due to cgm issue; however, cgm issue was not confirmed. Reportedly, the customer consumed carbohydrates to address bg level. No further troubleshooting was performed.